Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in 2019 from date manufacturer was made aware. Block d6b: explant date: 2019. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 20484025, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 2000019810, UDI: (B)(4).

Event description:
It was reported that the patient had complications due to the spinal cord stimulator (scs) not working adequately. The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.